Event description:
Surgeon removed a 3 level eagle plate because the patient came to his office complaining about pain and dr bullard discovered that one of the screws had backed out of the bushing. As reported, the initial implant date was (B)(6) 2012.

Manufacturer narrative:
During visual inspection, it was noted that all plate bushings had indications that the top screw thread (closest to the screw head) was advanced past the bushing ring (located at the bottom of the bushing). There were indications that all the taper heads of the screws made contact with all the taper bores of the bushings. All screw hex lobes showed signs of material deformation suggesting that the screw experienced resistance presumably while the screw made contact with the locking bushing. The root cause cannot be positively determined. The noted markings on the screws and bushings suggests that all the screws were fully seated within the locking bushings. No definitive conclusions can be made. Patients bone quality is unknown at this time. No CAPA needed. The root cause cannot be positively determined therefore no definitive conclusions can be made. There are no related complaint trends for the returned product codes and lot codes. Complaint appears to be an isolated event. If additional information/x-rays become available, the complaint will be re-opened and an additional investigation will be conducted.

Manufacturer narrative:
It has been reported the device will be returned for evaluation. Upon receipt, the device will be evaluated and a follow up report will be filed.